Manufacturer narrative:
One used list #ch2000s-c, spinning spiros® closed male luer, red cap (lot #unknown), one 50 ml bd syringe, one unknown extension set, two equashield female luer lock adaptors, and one equashield male luer lock adaptor were received on april 12, 2021 and visually inspected. The spiros was returned connected to the female luer of the equashield adaptor. No mating devices were connected to the female luer. As received, the spin feature the spiros was activated and spinning freely. No spline damage or shear tab anomalies were identified. The functionality of the spin feature of the spiros was tested. The sample met product performance specifications. The luer dimensions of the returned sample was analyzed and found to meet iso standards for luer fittings.the reported complaint of a disconnection can be confirmed. This sample was returned with the spin feature activated but did not have a mating device connected to the female luer. It is unknown what device the female luer of disconnected from. The probable cause of the disconnection could not be determined.the lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported there was a disconnection of tubing from the spiros causing leaking of an unspecified chemotherapy. There was patient involvement and a delay in therapy, however, no patient harm and no adverse event.